Event description:
Customer notified baxter corporate product surveillance of one all-in-one empty cont. W/conn(500 ml) in which particulate matter was observed. The particulate was described to be rubbery and peach and looked like a piece of plastic that was floating in the solution. There was no patient involvement as this was observed after pharmacy filling. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The customer reported a condition of particulate matter observed in an all-in-one empty cont. Visual inspection was performed and the reported condition was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA. If additional information becomes available, a follow-up report will be submitted.